Manufacturer narrative:
Results evaluations (other): investigation: smith medical international's investigation stated that the report of cuff leakage was confirmed. Examination of the returned complaint sample found several large scratches in the wall of the cuff. Leakage was found to originate from a linear tear of 4.15mm, 27mm from the distal tip of the tube. A review of our complaints history confirmed this to be the first complaint for these two possible product lots. Though there have been complaints of this nature on this product code, these are historical and do not indicate a systematic failure during MFR, especially when compared with sales of products annually. A further review of mfg records confirmed the presence of a 12 hour inflation check carried out on 100% of this line. Root cause: it is unclear whether the product was tested prior to use in accordance with the product instruction leaflet, however, as the product only became deflated after five days in use, and based upon the damage found, we feel the most likely cause for this incident is that the cuff became damaged following repositioning or manipulation of the tube. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. No corrective action was taken as a result of this incident, but all details have been entered into the complaints history database for future trending.